Event description:
It was reported that during use, the device exhibited an occlusion alarm at a pressure that was too low. The occlusion occurred during treatment. The pump was replaced. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a swollen downstream occlusion (dso) seal and scratched lens. Review of event history log was not applicable. Functional testing could not replicate the reported issue. The root cause was unknown. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.